Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient complained the scs system was not providing adequate pain relief. The patient stated the system was not providing foot coverage, as a result the patient was no longer using the system. The patient requested the scs system be replaced. Subsequently, the patient's scs ipg was replaced (reference MDR # 1627487-2017-00769). Reportedly, stimulation has been turned on with the new ipg and effective therapy was established.